Event description:
Customer reported a cgm error 42. Blood glucose level was not adversely impacted by the issue. Technical support provided guidance for a pump reset, and the customer was successfully walked through the process, resolving the issue without the cgm error code reappearing.